Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, the customer noticed "gas-cutting sleeve leakage". A tracheosmoty tube change out was necessary no reported adverse patient effects.